Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with chordal tethering in the p2 region. During the device flushing and degassing prior to the surgery, it was observed that the ¿+/-¿ knob of the steerable guide catheter (sgc) was relatively difficult to rotate. Additionally, the gripper line of one side of the clip delivery system (cds) broke when performing the ¿up/down¿ maneuver. The procedure was aborted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported broken gripper line and observed coiled gripper line to be related to a potential product quality issue.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with chordal tethering in the p2 region. During the device flushing and degassing prior to the surgery, it was observed that the ¿+/-¿ knob of the steerable guide catheter (sgc) was relatively difficult to rotate. Additionally, the gripper line of one side of the clip delivery system (cds) broke when performing the ¿up/down¿ maneuver. The procedure was aborted.